Manufacturer narrative:
(B)(4).

Event description:
It was reported that the stimulator was "protruding through my chest." The pt's physician told him the cause was due to protein build-up under the device. Surgery was postponed yesterday because stim was interfering with EKG readings. Additional information was requested.